Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad became worn in less than an hour. Also an error code 5 was displayed. The doctor commented that he had not activated the device without tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.